Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the capacitor of the device is out of tolerance by 93 microfarads. There was no patient involvement.